Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure of the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead that there was t-wave oversensing (twos). Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.